Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed that the suggested event occurred due to damage on the outer cover. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device water tightness is lost. There was no patient involvement.